Event description:
During a seeg (stereoelectroencephalography) surgery whilst the patient was under a general anaesthetic, some inaccuracies of between 1.70mm (within manufacturers specification) to 2.40mm (outside of manufacturers specification) of the electrode placement was observed. Note that not all of the trajectories were off target in this case. The inaccuracies were accepted by the surgeon as acceptable to proceed to with the surgery, this is because the seeg surgery is to target a region within the brain, therefore accuracy is less critical. The surgery was successfully completed and the patient was successfully treated. The cause of the inaccuracy has yet to be determined. A possible impact of an inaccuracy of this nature is that it could cause damage if unintended structures are passed through, and an incorrect part of the brain may be operated on if this situation was to reoccur under different circumstances. Although it is unlikely that this issue could result in death or serious injury, there is a potential in the worst case scenario.

Manufacturer narrative:
Summary of investigation: an investigation into the issue was conducted, revealing that the accuracy of the neuromate system fell within the manufacturer's specifications (maximum error of 0.370mm). Following a subsequent procedure on (B)(6) 2025, a note from the surgeon indicated that the accuracy performance "went very well." It has been concluded that the neuromate device was not responsible for the inaccuracies observed on (B)(6) 2025.

Event description:
During a seeg (stereoelectroencephalography) surgery whilst the patient was under a general anaesthetic, some inaccuracies of between 1.70mm (within manufacturers specification) to 2.40mm (outside of manufacturers specification) of the electrode placement was observed. Note that not all of the trajectories were off target in this case. The inaccuracies were accepted by the surgeon as acceptable to proceed to with the surgery, this is because the seeg surgery is to target a region within the brain, therefore accuracy is less critical. The surgery was successfully completed and the patient was successfully treated. The cause of the inaccuracy has yet to be determined. A possible impact of an inaccuracy of this nature is that it could cause damage if unintended structures are passed through, and an incorrect part of the brain may be operated on if this situation was to reoccur under different circumstances. Although it is unlikely that this issue could result in death or serious injury, there is a potential in the worst case scenario.